Event description:
This home care pt was being fed using a pump. Approximately 500 ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. During the night, the pt was coughing and had vomitted when her mother entered the room. The pt was taken to the physician on the following day. A chest x-ray showed pneumonia. The physician felt it was due to the aspiration of the feeding solution. One pt involved.